Event description:
In 2005 the patient had a l1-l5 posterior spinal fusion with depuy monarch that was performed by dr. (B)(6). Dr. (B)(6) saw the patient in clinic and the patient has a kyphotic spine deformity above the level of fusion. The t12 vertebral body has a wedge shape, and the patient has a difficult time maintaining sagittal balance. On (B)(6) 2014, dr (B)(6) performed stage 1 of the planned two stage revision procedure. Dr (B)(6) removed all of the monarch instrumentation. While removing the hardware, a break in the right rod was discovered between the l2 and l3 screws. Dr. (B)(6) said that the patient seemed to have a solid fusion between l1-l5 and could not detect a nonunion. There were no other issues with the existing monarch instrumentation with the exception of the broken rod. Dr (B)(6) inserted synthes uss pedicle screws from t8-s1, and successfully completed stage 1 of the procedure without any complications. Dr. (B)(6) plans to perform stage 2 on (B)(6) 2014 and finish the procedure. On (B)(6) he plans to perform a t12 costotransversectomy to correct the kyphotic deformity, then place and connect the rods and place and connect iliac screws.

Manufacturer narrative:
Device manufacture date: july 18,2005;july 19,2005;july 20,2005;july 29,2005;aug 1,2005. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device retained by hospital.